Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a peripheral angioplasty procedure, using an 6fr sheath. Reportedly, when the plunger was removed, the knot unraveled. A second prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿when the plunger was removed, the knot unraveled¿ was confirmed. Additionally, a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.